Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an alert/notification settings occurred. The reporter nurse reported that the unknown patient experienced hypoglycemia and lost consciousness, resulting in a fall that caused a shoulder fracture on (B)(6) 2025. It was noted that from 16:30 to 18:30, no alarms were triggered for low blood glucose values. The patient believed they had low values during this period, which were displayed on the app but possibly not acknowledged. Subsequently, the patient did not receive another alert for low values. The patient was hospitalized due to the incident. There was no documentation regarding the treatment provided. The reporter declined to provide further information about the event. At the time of the report, the patient was still recovering. Data was received but does not reflect full investigation window. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, performance data was reviewed on 5/28/2025. A review of performance data shows that the patient's low alert was set to 70 mg/dl with the audio set to match phone, his urgent low soon alert was enabled with the audio set to vibrate, his urgent low alert is fixed at 55 mg/dl and the audio was set to match phone, and his signal loss alert was disabled. Data investigation found that at 4:03 pm on (B)(6) 2025, the patient's estimated glucose values dropped below the low alert threshold and the system delivered a visual urgent low soon alert with an estimated glucose value (egvs) of 64 mg/dl. The system continued to deliver visual urgent low soon alerts every five minutes until 4:28 pm, at which point the system delivered a visual urgent low alert with an egv of 55 mg/dl. The patient's egvs briefly rose above the urgent low alert threshold at 4:33 pm and the system delivered a visual urgent low soon alert with an egv of 57 mg/dl. Then, at 4:38 pm, the patient's egvs again breached the urgent low alert threshold, and the system delivered a visual urgent low alert with an egv of 55 mg/dl. At 4:43 pm, the system delivered another urgent low alert, this time at half volume, with an egv of 55 mg/dl. At 4:48 pm, the system delivered another urgent low alert, this time at full volume, again with an egv of 55 mg/dl. The patient then entered a period of signal loss that lasted until 6:33 pm. The availability of backfilled data shows that the patient's egvs remained below the urgent low alert threshold until 5:58 pm, and after that rose above both the urgent low and the low alert threshold for the duration of the signal loss. When the signal returned at 6:33 pm, the system delivered a low alert at partial volume with an egv of 67 mg/dl. The patient's egvs crossed back into the target range thereafter. Data investigation shows the system performed as intended and delivered all intended audible and visual alerts on or around the alleged date of incident on (B)(6) 2025. In addition, no similar issues which could have prevented glucose alerts from triggering were found around the date of incident (note that signal loss occurred after audible alerts had already been delivered). Although no alert/notification settings issue or similar issue was found during investigation, dexcom is unable to confirm that sound from the patient¿s smart device was delivered and perceived by the user at an audible amplitude on the date of issue. Therefore, dexcom is classifying this event as meeting criteria for reporting. The complaint of an alert/notification settings issue is undetermined, and the root cause of the alleged event could not be determined. No additional patient or event information is available.